Event description:
The tip is worn out and can´t hold/tighten the set screw.

Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: g0408] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the single inner setscrews could not be performed as the lot numbers are unknown. Without the return of the x-25 driver we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.